Event description:
A hospital in (B)(6) reported that they were unable to connect an rt236 infant dual-heated evaqua breathing circuit to the ventilator. This was found before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt236 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. A bent pin test was performed to see if the circuit could be connected to a heater wire adaptor. Results: no damage was noted to the limb. Full insertion of the inspiratory heater wire adapter was not achieved, as the inspiratory limb heater wire pins were split. A lot check revealed no other complaints for the lot number provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by health care facilities, it is impossible for us to determine whether the pins were damaged during transport or by the end user. (B)(4).